Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, the pt's wife reported the pt is experiencing insulin leakage from the infusion site (competitor product) and the headsets are not sticking to his body. His blood glucose has elevated to as high as 535 mg/dl as a result. His target blood glucose range is 150-180 mg/dl. Symptoms of elevated blood glucose are sweating and headache. He changed the infusion site in an attempt to lower his blood glucose. The wife stated that the last time the pt's blood glucose was this elevated due to the leaky infusion sets, she called an ambulance (date of event not provided). His blood glucose measured 535 mg/dl and the pt was given a shot of insulin and he was placed on an IV when he arrived at the hospital. He was released from the hospital after 10 hours and instructed to contact his heart doctor. No product was requested to be returned for eval.